Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that the patient was experiencing irritation at the clik anchor site. The patient underwent a revision procedure wherein the clik anchor was replaced and placed deeper. No device malfunction was suspected. The patient was doing well postoperatively.